Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Date of event: unknown, not provided. If explanted, give date: not applicable, the lens remains implanted. (B)(4). The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The patient reported that he had a zxt225 intraocular lens (iol) implanted in his left (os) eye on (B)(6) 2019. He is complaining of blurry vision, starburst, halo and glare, and has poor near vision. He is now required to wear glasses for reading. The doctor prescribed brimonidine tartrate ophthalmic solution 0.2% for his eyes for now until his next consultation visit. The lens remains implanted and no additional information was provided. The patient has bilateral implants. This report represents the left eye. A separate report is submitted for the right eye.